Event description:
The surgical fiber was returned with no information regarding the reason for return or failure mode. The procedure was completed with a second fiber. There was no injury to the patient reported.

Manufacturer narrative:
Failure analysis for fiber 0010-2400-417a-(B)(4): the fiber/glass cap shows a circumferential fracture at the fiber/glass cap fusion zone; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits mild char; the outer flow tubing and metal cap exhibits contamination, likely biologic. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4) refers to forward firing of the side firing surgical fiber; a code request has been submitted.